Manufacturer narrative:
Investigation summary: customer returned (1) 1cc, 6mm, 31g syringe in an open poly bag from lot # 3008360. Customer states that when she removed the needle of the ampoule bottle, after aspirating the insulin, the needle released/separated from the syringe. The syringe was returned with approximately 66 units of a cloudy liquid inside the barrel. The sample was examined and exhibited a detached cannula. Adhesive was present on the hub. Sample will be forwarded to manufacturing ((B)(4)) for further investigation. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time.

Manufacturer narrative:
Investigation: device history record review ¿ a review of the device history record was completed for batch# 3008360. All inspections were performed per the applicable operations qc specifications. Upon evaluation by (B)(4), it was noted that the sample contained remnants of insulin, as noted during investigation completed at franklin lakes. The syringe was noted to have been received with a missing cannula. The barrel tip was observed under ultraviolet light and adhesive was noted on the side of the barrel tip, however, little to no adhesive was found. Probable root cause determined to be likely misalignment of the adhesive nozzle during application of adhesive on the pils machine. When this occurs, adhesive can be found on the side of the barrel tip, rather than in the opening in-which the cannula would be placed and adhered during the curing process. When this occurs, the cannula would be more likely to become dislodged from the remainder of the syringe.

Manufacturer narrative:
Date of event: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use the needle of the bd insulin syringe with bd ultra-fine¿ 6mm¿ needle, separated from the syringe. No reported medical intervention or serious injury.